Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 was confirmed in the patient alarm log, but the root cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Since the product code is unknown at this time. A 510k will not be reported. There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any supplemental information become available.